Event description:
The customer reported low bgs. It was indicated that the customer was not sure how the pump delivered an extra bolus. The paramedics were called out and treated their bgs. Also it was mentioned that the up button was unresponsive to button press for a few days. However, the buttons are working properly.